Manufacturer narrative:
Occupation: rn, bsn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab would not fully inflate on a cs300 intra-aortic balloon pump (iabp). The facility swapped out the cs300 for a cardiosave iabp, and tried to use another iab, but the balloon did not inflate. They were never able to initiate therapy. The patient ultimately passed away. This report is for the 2nd iab. A separate report has been submitted for the 1st iab under mfg report number 2248146-2024-00475. This report is for the iab. Two separate reports for the cs300 iabp & cardiosave iabp were submitted under mfg report number 2249723-2024-01188 & mfg report number 2249723-2024-01205.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Complaint record ID # (B)(4).